Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the controller was hot while being charged. It got to the point where the charging port started to melt as well as the plastic around the described metal piece at the end of cable that connects to the port.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 controller. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg. Correction to d(4): sequence number changed from unavailable to (B)(4). Model no changed from pt-000408 to pt-000409. Catalog no changed from unavailable to skt-h001-g-x9. Unique identifier (UDI)# changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 6/9/2022.